Event description:
It was reported that patient programmer would not power on. The patient indicated that there was nothing showing on the screen. The patient had changed that batteries 3 times and troubleshooting done but did not resolve issue either. It was noted also that patient had not dropped or gotten programmer wet. The patient indicated that the programmer issue had been going on for about 2 days. The patient mentioned that her implant was not working either and she was thinking her battery was "shot." The patient stated that she had the same program running and went to change it because ¿she was not feeling it working then the monitor was not turning on¿. The patient indicated that the implant was not working for about 2 weeks and the onset was sudden. A follow-up report will be sent if additional information becomes available.

Event description:
It was further reported that the patient programmer was not returned. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v279910, implanted: (B)(6) 2009, product type: lead. (B)(4).